Manufacturer narrative:
Mml reference # (B)(4). B2-otner: pain/discomfort. Other devices explanted: model: 8145. Description: percutaneous stimulation leads. Serial numbers: (B)(6). UDI: (B)(4). The implantable pulse generator (ipg) and leads were evaluated including the device history record review there were no non-conformances identified that could have contributed to the pain/discomfort experienced by the patient. The ipg and lead assemblies passed the functional testing.

Event description:
It was reported that the patient experienced some discomfort at the implantable pulse generator (ipg) pocket site. There was no report of patient harm or injury. Reportedly, the patient no longer has back pain and has not been using the device. Therefore, the patient requested an explant of the system. The reactiv8 system was explanted successfully. All components were removed and intact.

Manufacturer narrative:
Mml reference (B)(4).

Event description:
It was reported that the patient experienced some discomfort at the implantable pulse generator (ipg) pocket site. There was no report of patient harm or injury. Reportedly, the patient no longer has back pain and has not been using the device. Therefore, the patient requested an explant of the system. The reactiv8 system was explanted successfully. All components were removed and intact.